Manufacturer narrative:
The reported field event of ble connection issue could not be reproduced in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023 in which the implantable cardioverter defibrillator (ICD) presented with no bluetooth connectivity. The device was not used and replaced within the same operation. Post-procedure the patient was stable.